Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, anemia and tuberculosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 7 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015, removal of the essure total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion findings revealed normal appearing uterus that sounded to 10 cm, normal appearing bilateral fallopian tubes and ovaries. Survey of the right upper quadrant, anterior and posterior cul-de-sacs normal. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, anemia and tuberculosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 7 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015, removal of the essure total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion findings revealed normal appearing uterus that sounded to 10 cm, normal appearing bilateral fallopian tubes and ovaries. Survey of the right upper quadrant, anterior and posterior cul-de-sacs normal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. 626526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included tonsillectomy, anemia and tuberculosis. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2008. Concurrent conditions included blood pressure high. Concomitant products included hydrochlorothiazide, nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, 7 years 1 month after insertion of essure, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (on (B)(6) 2015, removal of the essure total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 245 lbs. Discrepancy noted as per pfs: removal date of essure in previous follow up was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion findings revealed normal appearing uterus that sounded to 10 cm, normal appearing bilateral fallopian tubes and ovaries. Survey of the right upper quadrant, anterior and posterior cul-de-sacs normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event added:plaintiff did not undergo essure confirmation test. Event onset date was updated. Lot no was updated. Concomitant conditions and drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. 626526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included tonsillectomy, anemia, tuberculosis, urinary tract infection and left lower quadrant pain. Findings revealed normal appearing uterus that sounded to 10 cm, normal appearing bilateral fallopian tubes and ovaries. Survey of the right upper quadrant, anterior and posterior cul-de-sacs normal. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2008. Concurrent conditions included blood pressure high. Concomitant products included hydrochlorothiazide, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 months 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015, removal of the essure total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 245 lbs. Discrepancy noted as per pfs: removal date of essure in previous follow up was (B)(6) 2015. Discrepancy noted in event onset date for (dysmenorrhea , depression and mental anguish ) previously it was reported (B)(6) 2015 was updated to (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: new event (dyspareunia) and event onset date updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. 626526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included tonsillectomy, anemia, tuberculosis, urinary tract infection and left lower quadrant pain. Findings revealed normal appearing uterus that sounded to 10 cm, normal appearing bilateral fallopian tubes and ovaries. Survey of the right upper quadrant, anterior and posterior cul-de-sacs normal. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2008 and metoprolol succinate. Concurrent conditions included blood pressure high. Concomitant products included hydrochlorothiazide, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 months 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015, removal of the essure total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 245 lbs. Discrepancy noted as per pfs: removal date of essure in previous follow up was (B)(6) 2015. Discrepancy noted in event onset date for (dysmenorrhea , depression and mental anguish ) previously it was reported (B)(6) 2015 was updated to (B)(6) 2009 plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: mr received: historical drug added. On 24-mar-2020: reporter added. On 9-jan-2020: pfs received. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015, removal of the essure total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.